Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited low pacing impedance. No intervention was performed. The patient had no adverse consequences and will continue to be monitored.